Event description:
It was reported that the patient with this device reportedly passed away. The death was of a sudden nature. The patient was in the hospital as a visitor of her husband and suddenly dropped to the floor and died. Cardiopulmonary resuscitation was administered, as well as external shocks; however, both efforts ineffective. Data was later collected and sent to technical services (ts) for a performance review. The ts evaluation confirmed the patient was in vf and had been from the beginning of the episode. The device undersensed the vast majority of vf beats, as the amplitude of the vf beats were quite low, some below 0.6 mv. Because of the inappropriate sensing, the device paces in the right ventricle, causing the vf detection to become even more challenging. In spite of the undersensing noted, the detection criteria are eventually satisfied in the vf zone and the device delivers quick convert atp. Atp therapy was ineffective and device initiated charging. Ts stated that system sensing was improved post atp and the device proceeds with shock delivery. The delivered shock changes the amplitude of the vf in the rv channel. The rv channel shows a very fine signal in the background (barely observable), while shock channel shows a polymorphic-vt / ventricular fibrillation. These are extensively undersensed and the device delivers pacing in both ra and rv channel. The field later reported problems on both leads. The atrial lead had been exhibiting an absence of sensed activity with very low r- wave signals. Additionally, threshold values on both leads were high. It was stated that something of an unknown nature, likely happened in february of 2018, at which time a sharp amplitude decrease on both leads was exhibited, followed by system impedance fluctuations. Ts stated these changes could be medication or patient condition related or outcome post a surgical procedure. During the autopsy, no attention to lead positioning was noted and neither lead was extracted. The associated device is expected to be returned for analysis. The associated device and lead segments from each implanted lead, were ultimately returned for analysis and disposal.

Manufacturer narrative:
A partial lead segment was returned post mortem. The returned segment measured 36.5 cm from terminal pin; setscrew marks observed. Additionally, multiple cuts were present on the insulation. Electrical testing on the segments revealed no anomalies.

Manufacturer narrative:
As no return of product is expected, this concludes case investigation.

Event description:
It was reported that the patient with this device reportedly passed away. The death was of a sudden nature. The patient was in the hospital as a visitor of her husband and suddenly dropped to the floor and died. Cardiopulmonary resuscitation was administered, as well as external shocks; however, both efforts ineffective. Data was later collected and sent to technical services (ts) for a performance review. The ts evaluation confirmed the patient was in vf and had been from the beginning of the episode. The device undersensed the vast majority of vf beats, as the amplitude of the vf beats were quite low, some below 0.6 mv. Because of the inappropriate sensing, the device paces in the right ventricle, causing the vf detection to become even more challenging. In spite of the undersensing noted, the detection criteria are eventually satisfied in the vf zone and the device delivers quick convert atp. Atp therapy was ineffective and device initiated charging. Ts stated that system sensing was improved post atp and the device proceeds with shock delivery. The delivered shock changes the amplitude of the vf in the rv channel. The rv channel shows a very fine signal in the background (barely observable), while shock channel shows a polymorphic-vt / ventricular fibrillation. These are extensively undersensed and the device delivers pacing in both ra and rv channel. The field later reported problems on both leads. The atrial lead had been exhibiting an absence of sensed activity with very low r- wave signals. Additionally, threshold values on both leads were high. It was stated that something of an unknown nature, likely happened in (B)(6) 2018, at which time a sharp amplitude decrease on both leads was exhibited, followed by system impedance fluctuations. Ts stated these changes could be medication or patient condition related or outcome post a surgical procedure. During the autopsy, no attention to lead positioning was noted and neither lead was extracted. The associated device is expected to be returned for analysis.